Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt continues to have red heart alarms especially when up moving around. The system controllers were changed. Review of the event file log confirmed the reported event. The issue only appears to occur when the pt is connected to the pt cable. The vad coordinator stated that during the night after the pt's controller failed completely they realized that the pt was pump dependent and will not manipulate the percutaneous lead due to possible irreversible damage requiring extreme measures. An abdominal x-ray was performed and showed a suspicious area near the distal end bend relief. Prior to the percutaneous lead replacement, the pt experienced a pump stop event while connected to an ungrounded pt cable. It was suspected that two wires were damaged and was causing a short resulting in the pump stop. The pt was symptomatic during the event but did not receive any injury or permanent damage.

Manufacturer narrative:
The pump is still in use supporting the pt; however, the replaced portion of the percutaneous lead was returned to the MFR for eval. A supplemental report will be submitted when the MFR's investigation is completed.